Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('chronic fatigue') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced fatigue (seriousness criterion medically significant), tendonitis ("tendinitis"), vertigo ("vertigo"), amnesia ("memory loss"), depression ("depression"), middle insomnia ("disrupted sleep"), visual impairment ("vision disorder"), cold sweat ("cold sweats") and nausea ("nausea") and was found to have weight increased ("weight gain"). At the time of the report, the fatigue, tendonitis, vertigo, amnesia, depression, weight increased, middle insomnia, visual impairment, cold sweat and nausea outcome was unknown. The reporter considered amnesia, cold sweat, depression, fatigue, middle insomnia, nausea, tendonitis, vertigo, visual impairment and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.